Manufacturer narrative:
Updated data: a4. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the discontinued use of doac, a repeat echocardiogram was performed which showed improved gradients. The patient was subsequently scheduled for a balloon endoscopy to determine the source of the bleeding. The mean gradient before the valve was implanted was 51 mmhg, and the mean gradient after the valve was implanted was 10 mmhg. It was noted that the patient had a bicuspid aortic valve that contributed to the elevated gradient. Additionally, the valve was initially implanted in the patient's native annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 6 months following the implant of a transcatheter valve, a mean gradient of 56 millimeters of mercury (mm hg) was observed. The patient was started on direct oral anticoagulation (doac) due to concerns of hypo attenuated leaflet thickening (halt). However, the doac was discontinued due to frequent episodes of gastrointestinal (gi) bleeding. A computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason, and calcification inside of the valve frame was observed.